Event description:
Bed has unintentional movement of functions and placing of nursecall. No incident was reported as a result of this issue. Dennis states that he checked ih and rh ucm. He then replugged the modules in and tested functions for several days. No return of the issue. No cause found. Bed is now back in service.